Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. As the closure device was being deployed, the delivery system was inadvertently advanced which perforated the laa. A pericardiocentesis was immediately performed then a surgical team successfully treated the perforation. The patient was transferred to the intermediate care unit (imc) in stable condition.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. As the closure device was being deployed, the delivery system was inadvertently advanced which perforated the laa. A pericardiocentesis was immediately performed then a surgical team successfully treated the perforation. The patient was transferred to the intermediate care unit (imc) in stable condition. It was further reported that the laac procedure was not completed. The patient is well and was in rehabilitation.